Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
There is no sensing on the loop. Device interrogated but did not pick up any signal. Pt had a broken breast implant and it may have migrated into the broken implant or signal was blocked by implant. Looked in good position on fluoroscope, but may have moved. Physician will make decision on how to proceed at a later date. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.